Event description:
Boston scientific received information that this pacemaker and competitive leads system exhibited right ventricular (rv) noise resulting in pacing inhibition. The device is noted with one year of longevity remaining. The physician is currently considering whether the rv lead requires a revision procedure. No adverse patient effects were reported. Approximately two and a half years after the initial observation, information was received that this pacemaker was recently abandoned due to normal battery depletion. Also, the competitive leads were abandoned as the rv lead continued to exhibit oversensing of myopotential noise, which resulted in pacing inhibition, and the right atrial (ra) lead was no longer used due to atrial fibrillation. No episodes of asystole greater than two seconds were observed; however, the patient did experience some episodes of dizziness, but no syncope was reported. Another pacemaker system was implanted and it was anticipated that this generator would be explanted in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.